Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The network connector has been replaced just in case, as connection fails eventually and direct connection to computer was working. System fully functional and ready to be used. The bulkhead connector was discarded on-site, so no part return is expected. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system was unable to communicate with the navigation system. It was reported that the ethernet connector was damaged, disrupting communication. The surgeon opted to complete the procedure without the use of medtronic navigation because of this issue. The procedure was completed successfully after no delay, and the patient was not impacted.